Manufacturer narrative:
(H3) as reported, approximately four years post rtka, ,this male patient visited the surgeon for a reason not reported. Confirmed as bilateral knees. No other information was made available. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post rtka, patient visited the surgeon for a reason not reported. Surgeon suspects but not confirmed bleeds.